Event description:
It was reported that a patient experienced possible peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized due to the event. The cause was unknown. Treatment and outcome of peritonitis was not reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.